Event description:
During premature ventricular contractions procedure, a pericardial effusion occurred. Following radiofrequency application in the left ventricle, modification on the ECG appeared. A pericardial effusion was confirmed by echocardiography. A pericardiocentesis was performed to stabilized the patient who was transferred to intensive care for monitoring. There were no performance issues with the abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.